Event description:
It was reported that a patient presented on (B)(6) 2021 with a pacemaker that was at elective replacement indicator (eri). The device was explanted and replaced. On (B)(6) 2021, the physician alleged that the pacemaker in question had been experiencing longevity overestimation issues, although this was not reproducible. The patient was stable throughout.